Event description:
In 2008, the patient reported elevated blood glucose levels. He stated, he tried a different infusion site for 1 1/2 days and it "did not help" his blood glucose levels. He said he would try changing the piston rod on his insulin infusion device to see if that helps. The patient stated he thinks he is not getting his basal rate because it seems his device display screen occasionally shows 0.0 instead of his basal rates. The patient confirmed that his device currently displays 1.6 which is his correct basal rate. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.